Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci) procedure, a break in the sheath was noted. There were no patient complications reported.

Manufacturer narrative:
Correction: (d4) lot number and expiration date.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci) procedure, a break in the sheath was noted. There were no patient complications reported.